Event description:
A malfunction alarm was reported with the display code malf 5. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use manual daily injections (mdi) as a backup therapy, and tandem technical support arranged for a replacement pump. The customer was instructed on returning the faulty pump and confirmed the shipping address for the replacement.